Event description:
Patient received an implant of a bifurcated device and a 28 mm aortic extension. There was a slight intraoperative proximal type I endoleak. Approximately 0.5cm remained from the proximal end of the cuff to the lowest renal. The plan was to place a suprarenal aortic extension; however there was extreme difficulty advancing the dilator through the introducer sheath. Excessive force was used, resulting in the dilator inadvertently pushing the proximal extension up and covering the left renal. During unsuccessful attempts to pull the cuff down, both renal arteries were covered. The patient was converted to open repair and tolerated the procedure well. One day post-op, the patient is reported to be doing well.

Manufacturer narrative:
The explanted stent grafts were not returned to endologix, however initial report indicated that during the repositioning of the powerlink delivery system the aortic extension was inadvertently pushed cranially subsequently covering one renal artery. In an attempt to bring the extension down into place the aortic extension was push further covering both renal arteries. The instruction for use indicate: insert dilator completely and re-advance introducer sheath slowly under fluoroscopy to ensure the implanted stent graft is not inadvertently moved. Based on the review of the event information available, manufacturing records, and previous reports, there is no evidence that this complaint is due to a manufacturing issue and no additional specific corrective action or preventative action is warranted at this time. There have been no other reports which have been received to date from this same lot of devices. This report is being submitted based on a retrospective review of legacy vigilance reports.